Event description:
A report was received, that shortly following a lead revision procedure, where electrocautery was used, the pt was having difficulty charging her ipg. A bsn rep analyzed the pt's database and determined that the ipg is exhibiting pre-mature battery depletion. An ipg replacement has been recommended.